Event description:
A report was received that a pt had his precision system explanted due to developing an epidural hematoma following lead revision procedure on (B)(6) 2010. Upon recovering from surgery, the pt had a heart attack. The physician confirmed the heart attack was not device related; however was unsure if it was related to the lead revision procedure. The pt is reportedly doing well following the explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.